Manufacturer narrative:
(B)(6). (B)(4). This device was not approved for sale in us but a similar device with product ID 828-083 with 510k number (B)(4) is approved for sale in us. Neither the device nor applicable imaging devices was returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent l2 osteotomy with posterior reduction and fixation at levels th12-l4 on an unknown date in (B)(6) 2011. About 4 years post-op, rod breakage was found at right l2. Revision was performed at (B)(6) 2015 to replace the rod with anterior interbody fusion. No patient complications were reported.the surgeon suspects the rod broke due to pseudarthrosis at the levels where osteotomy was performed.